Event description:
Hcp reported the low battery alarm was on within one month of implant and was susbsequently turned off. This caused the pt a great deal of stress worrying that the battery might be low and there would be no alarm to warn pt. When pt needed a pocket revision and repositioning, the pump was replaced. The pt is reported to be pleased with pt's new pump and is doing well.